Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100040.

Event description:
It was reported that during the patients implant procedure, the physician did not like the way the leads were reacting. The physician noted that there was no issue with lead performance, however, it was more of an issue with patients anatomy. Impedance check was done, and most contacts were registering zero. The physician opted to abort the case and remove everything out of concern for a hematoma. The patient was doing well postoperatively and the removed leads were not returned.